Event description:
Pt stated always having issues with sensors (on going issue with all her sensors). Ppt alarm is going off all the time with high readings. Ppt when she checks with fingerstick reading is fine.